Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, a plaque shift occurred. The patient received an unknown sized ion stent without any reported complications for the treatment of a target lesion in an unknown anatomy location. After the stent was successfully deployed, a plaque shift was observed at the edge of the ion stent. The plaque shift was treated with placement of an unknown manufacturer's bare metal stent. No other patient complications were reported.